Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the asymptomatic patient presented for unrelated procedure, atrial lead dislodgement was observed during pre-assessment. Lead was explanted and replaced. Patient was fine before, during and, after the procedure.